Event description:
Senseonics was made aware of an instance where the system asserted a false hyperglycemia alert with alledged sensor inaccuracy. User reported that the event happened on 13 july 2022 at 08:44 am and mentioned that the sensor glucose reading was 217 mg/dl and five minutes before, the reading was 120 mg/dl and then it dropped to 110 mg/dl two minutes after . User was not symptomatic, but still received high glucose alerts.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon performing a preliminary investigation via in vivo sensor data synced by the user, a temporary noise in the optical channel was found, which could have been potentially caused by low levels of sensor's temperature channel. To further evaluate the issue and to determine the root cause, the sensor was requested to be returned, but the product was never received. Thus, the investigation remained inconclusive. As part of resolution, the user was offered a sensor replacement.